Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty with the lead during implant. It was noted that it was not possible to perform the progression of the guide and consequently the positioning of the electrode. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.